Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.a partial lead with the connector pin measuring 24.1cm was returned for analysis. External insulation abrasion was noted at 14.0-14.1cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location.

Event description:
It was reported that intermittent oversensing resulting in inhibition of pacing on a pacer dependant patient was observed. The lead was capped and replaced.